Event description:
This pt is a participant in an ide and experienced this event post approval. Pt status post anterior cervical fusion of c6 - c7 experienced severe pain and headaches returned to surgeon. Surgeon determined pt developed pseudoarthrosis at c6 - c7. Surgeon did not remove the hardware, but used randomized fusion.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Without a lot number the manufacturing records could not be reviewed.